Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation, the unit did not pass testing. In addition, the device evaluation found in the ventilator's downloaded error log that a detachable battery failed error code occurred. The detachable battery was replaced to address the reported issue/malfunction. The device passed all testing.